Event description:
It was reported that the physician made multiple attempts to correctly size and place the superion indirect decompression system during the implant procedure. Multiple superion indirect decompression systems were broken with the top of the spindle cap broken off. A new indirect decompression system (ids) kit and new superion indirect decompression system were used and the procedure was completed successfully.